Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The connection between the power switch and pcb was damaged, the enclosure was stained red in the water tank, both covers were cracked, and the line cord was worn. The customer reported product problem (failure to power on) was confirmed during testing. This product problem occurred because the connection between the power switch and pcb was damaged. This damage resulted from normal wear and tear. The investigator ultimately attributed the product problem to a design issue. The investigator replaced/upgraded the pcb, power switch and retainer to correct the reported problem.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to turn on. Another warmer was used on the patient. No patient injury or complications were reported in relation to this event.